Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had cracked rear case and dome area. There was no patient involvement.

Manufacturer narrative:
Correction : describe event or problem. Annex f : f26. Additional information : relevant tests/laboratory data. Annex b : b14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient got aggressive and "ripped the trigger out" of the pca module causing damage/crack to the rear case and dome area. The customer sent the device to the manufacturer for repair. There was no reported harm directly caused by the device.